Manufacturer narrative:
The insulin pump received with battery cap damage due to stripped coin slot, minor scratches on display window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported resetting their meter and receiving a low battery indicator. Customer stated that they are unable to remove the battery cap on their insulin pump. Customer's current blood glucose reading is 115 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.